Event description:
Patient self tester misread 'lo' error code and physician increased dose. On (B)(6) 2014: inratio = 3.7 dr. Recommended nodose for 3 days. On (B)(6) 2014: inratio = 2.1. On (B)(6) 2014: inratio = 'lo' nes patient self tester reported to dr.; dr. Recommended increasing dose. On (B)(6) 2014: inratio = 'lo' qc1 patient self tester reported to dr.; dr. Recommended lab test. On (B)(6) 2014: venous lab draw = 13.4 (1:30 pm) patient sent to ER for vit k 5mg dose (8:30 pm). Patient remained in ER for 12 hours. On (B)(6) 2014: venous lab draw = 6.4 (8:30 am). On (B)(6) 2014: inratio 4.2 (2:30 pm).

Manufacturer narrative:
Investigation pending.